Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an esophagogastroduodenoscopy (egd) bariatric procedure. The patient is morbidly obese. When the reload was fired, the device became stuck. The reload had not fired properly. Upon inspection of the reload, staples on the distal end were still straight while the staples on the proximal end were curved in. The blade had done its job but the staples didn't.